Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. Results of engineering evaluation the complaint device was returned and an engineering evaluation was performed. Engineering confirmed that the delivery catheter was broken at the trailing olive. The polyimide guidewire had fractured. There was a twist on the polimide guidewire where it had broken from the delivery catheter. A twist in the guidewire lumen is indicative of the device being rotated. The deployment line was broken outside of the trailing olive. The root cause for the broken deployment line could not be determined with the currently available information. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the reported event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After a trunk-ipsilateral leg component was successfully deployed from the right side, a delivery catheter for contralateral leg component was attempted to advance. Due to severe tortuosity of the left external iliac artery, it was difficult to cannulate an introducer sheath into the contralateral gate, so that the delivery catheter for contralateral leg component was advanced outside of the sheath. While the delivery catheter was being advanced, the deployment line was broken, resulting in an endoprosthesis being partially deployed (approximately one-fifths of the endoprosthesis). Since it was difficult to remove the delivery catheter with a partially deployed endoprosthesis, the physician elected to deploy it completely in the current position. The left internal iliac artery was unintentionally covered. After the delivery catheter was removed, another contralateral leg component was implanted to bridge the contralateral gate and the first contralateral leg component. Also, a bare-metal stent was implanted in the right internal iliac artery. Blood flow to the bilateral lower extremities was maintained, and the physician elected to conclude the procedure with a wait-and-watch approach taken to the unintentional coverage of the left internal iliac artery.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was successfully deployed from the right side, a delivery catheter for contralateral leg component was attempted to advance. Due to severe tortuosity of the left external iliac artery, it was difficult to cannulate an introducer sheath into the contralateral gate, so that the delivery catheter for contralateral leg component was advanced outside of the sheath. While the delivery catheter was being advanced, the deployment line was broken, resulting in an endoprosthesis being partially deployed (approximately one-fifths of the endoprosthesis). Since it was difficult to remove the delivery catheter with a partially deployed endoprosthesis, the physician elected to deploy it completely in the current position. The left internal iliac artery was unintentionally covered. After the delivery catheter was removed, another contralateral leg component was implanted to bridge the contralateral gate and the first contralateral leg component. Also, a bare-metal stent was implanted in the right internal iliac artery. Blood flow to the bilateral lower extremities was maintained, and the physician elected to conclude the procedure with a wait-and-watch approach taken to the unintentional coverage of the left internal iliac artery.